Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/20/2017: medical records received. After review of the medical records for MDR reportability, this complaint is for the right hip. A correct doi and dor were provided. The medical records indicated the patient experienced several dislocations, pain, instability, leg length discrepancy, and clunking sound. The cup was noted to be malpositioned at revision. Its reasonable to conclude the clunking sound was a result of the repeated dislocations and malpositioned cup. The cup is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations these complications of joint replacement are unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address multiple dislocations.